Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the sram and tech processor boot rom. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system displayed an sram check sum error at system boot up. There was no report of patient injury.